Manufacturer narrative:
There was no adverse reaction or injury experienced during the donation procedure. Haemonetics sent a field service engineer to evaluate the nexsys pcs system in order to check for any faults, the machine was found to meet specifications and did not have any defects which required repair. There was no evidence of a device malfunction found.

Event description:
On may 21 2020 haemonetics was notified of a donor fatality which had occurred within 120 hours of the donor's last plasma donation procedure, utilizing the nexsys pcs system. The plasma collection procedure was completed successfully, with no error messages or alarms encountered. The nexsys pcs system collected 800ml of plasma and saline was administered per the routine procedure. The donor had collapsed outside of the donor center prior to his donation on (B)(6) 2020, donor was transferred to the hospital and later expired. The cause of death was reported to be a heart attack, however a copy of the coroner's report was not available at this time.